Manufacturer narrative:
(B)(4). Date sent to the FDA: 11/07/2019. A manufacturing record evaluation was performed for the finished device al2167 number, and no non-conformances were identified. Additional information was requested and the following was obtained: what tissue was the suture used on? Omentum what was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Normal what tissue is the needle located in? It was located via image intensifier what is the size of the needle in the patient (in mm or cm)? 26mm if applicable, will product be returned, return date, tracking information? Not available to be returned. Was there any change to the patient post op condition due to 120 minute procedure delay? No does the surgeon plan to remove the needle? If so, when? The surgeon was not capable to remove the needle. If applicable, will product samples from lot al2167 be returned, return date, tracking information? Not available to be returned. What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status? The patient is in good conditions.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What tissue was the suture used on? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? What tissue is the needle located in? What is the size of the needle in the patient (in mm or cm)? If applicable, will product be returned, return date, tracking information? Was there any change to the patient post op condition due to 120 minute procedure delay? Does the surgeon plan to remove the needle? If so, when? If applicable, will product samples from lot al2167 be returned, return date, tracking information? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?

Event description:
It was reported that a patient underwent low anterior resection on (B)(6) 2019 and suture was used. During the procedure, the surgeon was manipulating the suture and the thread separated from the needle. The needle fell in the patient. X-rays were done to try and locate the needle. The needle remains inside the patient. The surgery was delayed for 120 minutes. The surgery was completed. Additional information was requested.